Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I had an ablation and essure done at the same time" and device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's medical history included cesarean section in 2006. (B)(6) 2019- surgical pathology report. Final diagnosis: uterus and adnexa. Supracervical uterus, bilateral tubes with bilateral essure. Uterus and bilateral fallopian tubes, laparoscopic supracervical hysterectomy. With bilateral salpingectomy: cervix: absent. Endometrium = scant, residual inactive endometrium and adjacent. Degenerative change consistent with a previous procedure. Myometrium: rare foci of superficial chronic myometritis. Serosa = adhesions: fallopian tube #1: benign hydatid cyst of morgagni. Fallopian tube #2: unremarkable. Concurrent conditions included pelvic pain, perineal pain, myometritis and hydatid cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2019, the patient experienced vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: frequent yeast infection "), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced vaginal discharge ("vaginal discharge/ always had slimy clear discharge"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, vulvovaginal mycotic infection, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown and the dyspareunia, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dyspareunia, pelvic pain, urinary tract disorder, vaginal discharge and vulvovaginal mycotic infection to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received.: event pelvic pain, bladder & urinary tract disorder were added. Event outcome pelvic pain , abdominal pain & dyspareunia were updated. Product, patient & reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test" and medical device monitoring error "I had an ablation and essure done at the same time". The patient's medical history included cesarean section in 2006. (B)(6) 2019- surgical pathology report final diagnosis uterus and adnexa supracervical uterus, bilateral tubes with bilateral essure uterus and bilateral fallopian tubes, laparoscopic supracervical hysterectomy with bilateral salpingectomy: cervix: absent. Endometrium = scant, residual inactive endometrium and adjacent degenerative change consistent with a previous procedure myometrium: rare foci of superficial chronic myometritis serosa = adhesions: fallopian tube #1: benign hydatid cyst of morgagni. Fallopian tube #2: unremarkable. Concurrent conditions included pelvic pain, perineal pain, myometritis and hydatid cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2019, the patient experienced vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: frequent yeast infection "), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced vaginal discharge ("vaginal discharge/ always had slimy clear discharge") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, vulvovaginal mycotic infection and vaginal discharge outcome was unknown and the dyspareunia and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, vaginal discharge and vulvovaginal mycotic infection to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs+mr received- event injury updated to lower abdominal pain. New events infection (bladder/urinary tract/vaginal) type: yeast infections, dyspareunia (painful sexual intercourse), vaginal discharge, abdominal pain, I had an ablation and essure done at the same time, the patient did not undergo confirmatory test were added. New reporters, patient information, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.